Manufacturer narrative:
(B)(4), date sent: 8/4/2023, b3: event year only reported, d4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the vessel that was being transected? What was the anatomic structure were they transecting when the device issue occurred? What was the approximate width of vessel when it was compressed? What is the surgeon's experience with the device? What is meant by did not complete full cycle? Can it be confirmed the surgeon kept the device in the clicked fully closed position throughout the transection? Please confirm the procedure was laparoscopic and then converted to open due to the device issue and subsequent bleeding. What was the approximate blood loss? Was the patient's post-operative care altered in any way due to the issues that were encountered during the procedure? What is the patient's current status? Can a generator log be pulled for engineering review? Was the sales rep in the room at the time of the incident? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic nephrectomy, the surgeon was going across vessel activating device on the advanced mode but the device did not complete full cycle which transacted vessel causing more bleeding. It led to no patient harm by surgeon going to open case in order to stop bleeding.

Manufacturer narrative:
(B)(4). Date sent: 10/11/2023. Additional information was obtained: the surgeon provided a summary of the serious injury event. The bleeding vessel was off of a lumbar and was 5mm in diameter. The surgeon typically uses the advanced hemostasis mode for these procedures. He was able to mobilize the vessel entirely and had approximately 5-6mm window of clean vessel to do the dissection. The tip of the jaws was visible during dissection. The vein could have been thicker in the jaws since the surgeon went across the vessel at an angle verses being perpendicular. There was no tension on the vessel when applying energy. When the cycle was completed and when the device was removed from the vessel the surgeon saw a fair amount of bleeding. He tried to control the bleeding laparoscopically but once the patient¿s pressure started drifting, he abandoned the laparoscopic approach. Prior to this event, the case had been going smooth and the surgeon didn¿t notice anything different in this specific situation.

Manufacturer narrative:
(B)(4). Date sent: 8/25/2023. Additional information was requested and the following was obtained: what was the vessel that was being transected? What was the anatomic structure. Were they transecting when the device issue occurred? A branch off the renal vein. What was the approximate width of vessel when it was compressed? Unknown. Question for physician. What is the surgeon's experience with the device? Multiple years of experience. What is meant by ¿did not complete full cycle¿? Physician did not hear the second audible tone (higher pitch) with harmonic. Can it be confirmed the surgeon kept the device in the clicked fully closed position throughout the transection? Unknown. Question for physician. Please confirm the procedure was laparoscopic and then converted to open due to the device issue and subsequent bleeding. Confirmed. What was the approximate blood loss? Unknown. Need to contact the physician. Was the patient's post-operative care altered in any way due to the issues that were encountered during the procedure? Unknown. Need to contact physician. What is the patient's current status? Unknown. Need to contact physician. Can a generator log be pulled for engineering review? More than likely not. We an attempt to pull log from the case. Circulating nurse sometimes adds serial number to case report. Was the sales rep in the room at the time of the incident? No. An internal rapid response call was held on (B)(6) 2023 to include post market surveillance, customer quality, research and development, marketing, quality, and local associates to discuss the hemostasis issue the surgeon experienced. The rep heard about the event 3 days after the fact when the doctor stopped him in passing. During a lap donor nephrectomy, the device was being used on a branch of the renal artery. When he transected the vessel, the device had not completed the cycle. The surgeon felt the device transected without proper hemostasis. The surgeon tried to fix the bleeding but had to convert the procedure to open to control the bleeding and complete the case. Advanced hemostasis was used on this bleeding vessel. There was no mention of thermal spread. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the approximate width of the bleeding vessel when it was compressed in the jaws of the device? Can it be confirmed the surgeon kept the device in the clicked fully closed position throughout the transection? What was the approximate blood loss? Was the patient's post-operative care altered in any way due to the issues that were encountered during the procedure? What is the patient's current status?